Manufacturer narrative:
This report is submitted on february 2, 2021.

Event description:
Per the clinic, the patient experienced pain and a dislodgement of the magnet during an MRI. The magnet was surgically repositioned into the pocket of the implant. The implant remains in-situ.